Event description:
We received an allegation about discrepant results for 2 patients' samples tested with calcium gen.2 (ca2) assay and 1 patient sample tested with total protein gen.2 (tp2) assay on a cobas 8000 c702 module. Sample 1: ca2: initial result: 0.89 mmol/l. The customer questioned the initial result as it was a "critical value". No questionable result was reported outside the laboratory, and the sample was repeated. Repeat result: 2.11 mmol/l. Sample 2: ca2: initial result: 1.80 mmol/l. Repeat result: 2.22 mmol/l. Sample 3: tp2: initial result: 46.8 g/l. Repeat result: 62.8 g/l.

Manufacturer narrative:
The ca2 reagent lot number was 82535701 with an expiration date of 30-nov-2025. The tp2 reagent lot number was 814692. The expiration date was not provided. The field service engineer found that the sample needle rinse station water volume was insufficient. He adjusted the water volume to the normal level, replaced the photometer lamp, and the sample probe. The instrument was performing within specifications. The root cause was due to misadjustments/misalignments (insufficient water volume in the sample probe rinse station, and an issue with the photometer lamp and the sample probe). There was no indication of a general performance issue with the reagent.